Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed that the maryland bipolar forceps instrument was found to have damage on the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of instruments. A piece measuring approximately 0.025" x 0.033" was missing from the insulation. The instrument was found to have thermal damage on the yaw pulley. The known common cause of this failure is due to mishandling/misuse. The instrument passed an electrical continuity test. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). An instrument log review confirmed that the maryland bipolar forceps instrument (470172-16/n11200206-0066) was last used on (B)(6) 2020 on system (B)(4). A site history review was performed and no related complaints were found for the product. No image or video clip for the reported event was submitted for review. This complaint is reportable based on the following conclusion: it was reported that during a da vinci-assisted procedure the customer had issues with wire damage on the maryland bipolar forceps. Failure analysis investigation was performed and confirmed that the maryland bipolar instrument was found to have damage on the conductor wire¿s insulation. A piece measuring approximately .025" x .033" was missing from the insulation. The instrument was found to have thermal damage on the yaw pulley. Although there was no patient injury reported as a result of this failure, if the malfunction were to recur, it could cause or contribute to a patient injury.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer had issues with wire damage on the maryland bipolar forceps. Intuitive surgical, inc. (Isi) followed up with the hospital staff to confirm that the customer indicated that there was no arcing and no energy issues noted during the case. The surgeon stopped using the defective maryland bipolar forceps and used a backup to complete the procedure. There was no patient harm and no notable delay. There was no report of any fragments from the instrument falling inside the patient. There was no patient-related information available.